Event description:
It was reported to baxter (B)(4) that one (1) infusor lv5 device was observed leaking during patient use within the housing. According to the report, the device was filled with 70ml of 5-fluorouracil and 159ml of normal saline. The leak was observed after 40 hours of therapy. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "leak" was confirmed due to a ruptured reservoir. This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the problem of "ruptured reservoir". The root cause will be identified/addressed through the CAPA investigation, (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.